Manufacturer narrative:
The IFU recommends in order to minimize the risk of pressure injury, inspect the patient's lips and skin every 2 hours or more frequently if the patient's condition dictates.

Event description:
It was reported that in a few instances, the foam bumper of the anchorfast oral endotracheal tube holder came off of the device. In one situation a stage IV pressure injury/cut was noted between the patient's lip and nose. The loss of the foam was not noted by the hospital staff until there was a stage IV pressure injury.